Event description:
The programmer was returned for a software update and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the case handles were broken, the printer and system fan were noisy and that the link electronic module board failed during the final test and it was replaced and calibrated, and the final test rerun. Concomitant product: product ID 229047, software analyzer. (B)(4).